Manufacturer narrative:
(B)(4). Results: the pump max was found to have blood within the pump assembly and, therefore, was deemed non-functional. Conclusions: evaluation of the returned device revealed that there was blood inside the pump max. The observed blood inside the pump max was likely a result of the aspiration tubing reportedly being connected directly to the vacuum inlet rather than the canister supplied by penumbra. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 110 (pump max). During the procedure, the hospital staff inadvertently connected the aspiration tubing directly to the pump max; consequently, when aspiration was turned on, blood was possibly aspirated into the pump max. The hospital staff then reconnected the tubing correctly and completed the procedure using the same pump max. There was no adverse effect to the patient.